Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 2.1 and 2.2 was not on bus. A field service engineer (fse) found visible damage to 2.1 retractor band cable. The damaged retractor band was removed and replaced, along with the controller board. During testing, drawer 2.2 failed to latch, and hot/burning electronics smell was detected, the station was powered down, and inspection revealed that the last two capacitors on the module controller and the solenoid were extremely hot, indicating heat damage. Both components were removed and replaced, and the drawer was fully tested in the test application to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie in drawer2.1 and 2.2 failed to open, user reported that the drawer might be shorted, drawer was still opening but the cubie failed to open. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.